Event description:
It was reported during a da vinci si hysterectomy procedure that the megasuturecut needle driver instrument had frayed cables at the distal end. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken grip cable. The one grip cable is broken at the distal idlers. The idler pulley spins freely. The cable segment sticks out at the wrist. Additionally it was observed there was damage to the idler pulley face. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.